Manufacturer narrative:
Examination of the returned rod found breakage occurred in the superior end of the device. Provided images were examined but no conclusions could be made. Review of the device history record found the lot met specification requirements. Complaint trend analysis found no other complaints have been reported for these production lots. No conclusions can be made at this time. The device is intended to be a temporary fixation device to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
Contact reports patient was performing deep flexion maneuver while working in yard two months post-op and felt a "pop" in his lower back. Patient experienced worsening low back. Surgery revealed two broken viper 2peek rods on levels l3-l5. See mfg medwatch report # 1526439-2011-00091 for the other rod that was involved in this event.